Event description:
Reporter alleged discrepant blood glucose values of 90 mg/dl back to back with a result of 40 mg/dl when testing was performed 1 minute apart on the aviva system. Customer stated self treating with orange juice based on the readings, however, did not provide the location of the testing. No other actions taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.